Manufacturer narrative:
The device has not been returned. Once the investigation is complete a supplemental report will be submitted. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription section d6-d7 is not applicable as the device is manufactured by prescription and not implantable section h4: manufacturing data not available at the time of submission. This complaint will be kept on record for tracking and trending purposes.

Event description:
It was reported that the patient had a reaction to the nti device that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, the patient experienced tongue felt (prickly) and roof of the mouth. No swelling or bumps. Patient wore the device on (B)(6) 2022, symptoms resolved after discontinuing the device, patient claims to have latex allergy.